Manufacturer narrative:
Per tandem user guide: use only humalog® or novolog® u-100 insulin. Failure to do so may result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. The customer changed supplies and resumed insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer was using u-500 brand insulin, tandem technical support educated the customer this is considered off label insulin use per the tandem user guide.